Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced unexpected longevity. In addition, the left ventricular (lv) lead exhibited elevated thresholds. The crt-d and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.